Event description:
It was reported by a service report that the mattress is alarming for service. The pendant cable is disconnected and the power cord is cut. No patient or user involvement. No adverse consequences have been reported. Event date was approximated.